Manufacturer narrative:
No product was returned by the customer. The customer complaint of air in line alarm could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007, lot number 19126687 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. No product will be returned per customer. No investigation was performed. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced the air in line alarm going off during use. The following information was provided by the initial reporter: 2. The tubing involved 3 of the same lot number, and 1 different lot. Customer: staff have primed the tubing, loading into the cassette of the alaris pump, when they would start the infusion it would alarm air in line. No obvious air in line. After several attempt they got new tubing and the pump would run.